Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hypoglycemia with blood glucose value of 50 mg/dl. The customer blood glucose level was 67 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer stated insulin pump was not worn during a medical procedure. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The insulin pump will not be returned for analysis.